Event description:
It was reported that during a pci procedure, the pt2 guidewire became entwined with a stent. The lesion being treated was located in the 99% stenosed, severely tortuous and calcified proximal left anterior descending artery (lad). The physician was attempting a two wire technique using the pt2 guidewire and another manufacturer's guidewire. The physician was advancing the pt2 guidewire into the 1st diagonal (d1) and met resistance and was unable to advance. The physician also attempted to advance an unknown stent, however encountered difficulties. The pt2 guidewire became entwined with the unknown manufacturer's stent upon removal of the stent delivery system and both devices were removed. The procedure was completed with another product, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
The facility has confirmed that the guidewire has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.